Event description:
Boston scientific received information that this brady device and right atrial (ra) lead exhibited high, out of range pacing impedance measurement greater than 2,000 ohms. Lead fracture was suspected due to the impedance issue. Patient was in atrial fibrillation for most of the last few years; thus, eliminating the need for atrial pacing. The device was explanted due to normal battery depletion and the ra lead was surgically abandoned and new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.